Event description:
It was reported that the device had a cut in the pneumatic hose of the device. No other information was provided by the user facility.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed along with some oil leakage.